Event description:
It was reported that the right ventricular (rv) lead dislodged within one month of implant. The lead was attempted to be repositioned, however the helix would not extend or retract so the lead was removed and replaced. It was also reported that during the revision procedure the left ventricular (lv) lead dislodged. The physician elected to explant and replace the lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Concomitant medical products: 1488tc lead, implanted (B)(6) 2003. (B)(4).